Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer noticed the blood clotting in device and the vein collapse during venipuncture. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting and harm- collapse vein with the incident lot was not observed. Retains couldn't be tested as the product expired 2019-02-28. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of clotting and harm-collapse vein. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer noticed the blood clotting in device and the vein collapse during venipuncture. No patient impact reported.